Manufacturer narrative:
Device evaluation: the zilbs-635-8-8 device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Document review: as the lot number of the complaint stent is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zilbs-635-8-8 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that stent-in-stent placement was not validated during the design of this device and is considered as off-label use. The instructions for use (ifu0065-3) states the following: ¿this device is not intended to be deployed through the wall of a previously placed or existing metal stent.¿ ¿equipment required .035 inch wire guide of appropriate length.¿ there is evidence to suggest the user did not follow the IFU. The japanese packaging insert (c-es1207m03) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause review: a definitive root cause of off-label use was identified from the available information. From the information provided it is known that the user deployed the stent inside a previously placed stent after advancing the device over a non-recommended sized wire guide. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends. A definitive root cause of off-label use was identified from the available information. From the information provided it is known that the user deployed the stent inside a previously placed stent after advancing the device over a non-recommended sized wire guide. The complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The patient had bile duct cancer with normal access route. Two olympus¿s 0.025 inch wire guides visiglide2 were placed in b2 and b8 respectively. After advancing a delivery system of zilbs-635-10-6/ c1633403 (device #2 = complaint device for (B)(4)) to b8, the user advanced another delivery system of zilbs-635-10-6/ c1633403 (device #1 = complaint device for (B)(4)) to b2 to perform side-by-side stenting. First, he attempted to deploy the stent of device#1 ((B)(4)) from b2, but resistance prevented the stent from being deployed. Despite resistance, he continued to withdraw the handle until it reached to the distal hub. However, because the stent appeared not to be deployed on fluoroscopic screen, the delivery system of device #1((B)(4)) was removed from the patient and it was confirmed that the outer sheath was broken and separated at a certain point. (The stent was still lodged inside the delivery system.) After that, the stent of device #2 ((B)(4)) was deployed from b8, then the wire guide over which device #1 was previously advanced was re-inserted and advanced to b2 through the mesh of the deployed stent of device #2 ((B)(4)) to perform stent-in-stent (sis). Zilbs-635-8-8/ lot# unknown (device #3: (B)(4)) was advanced over the wire guide to b2 and the stent was deployed to finish the procedure by sis method. There have been no adverse effects to the patient reported.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. PMA/510(k0 #163018.

Event description:
The patient had bile duct cancer with normal access route. Two olympus¿s 0.025inch wire guides visiglide2 were placed in b2 and b8 respectively. After advancing a delivery system of zilbs-635-10-6/ c1633403 (device #2 = complaint device for pr285564) to b8, the user advanced another delivery system of zilbs-635-10-6/ c1633403 (device #1 = complaint device for pr285161) to b2 to perform side-by-side stenting. First, he attempted to deploy the stent of device#1 (pr285161) from b2, but resistance prevented the stent from being deployed. Despite resistance, he continued to withdraw the handle until it reached to the distal hub. However, because the stent appeared not to be deployed on fluoroscopic screen, the delivery system of device #1(pr285161) was removed from the patient and it was confirmed that the outer sheath was broken and separated at a certain point. (The stent was still lodged inside the delivery system.) After that, the stent of device #2 (pr285564) was deployed from b8, then the wire guide over which device #1 was previously advanced was re-inserted and advanced to b2 through the mesh of the deployed stent of device #2 (pr285564) to perform stent-in-stent (sis). Zilbs-635-8-8/ lot# unknown (device #3: pr285943) was advanced over the wire guide to b2 and the stent was deployed to finish the procedure by sis method. There have been no adverse effects to the patient reported.